Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range. The customer experienced hypoglycemia with blood glucose value of 52 mg/dl. The customer reported hypoglycemia was treated with carbs. The event involved product(s) mmt-1884, mmt-342g, mmt-7040ma, mmt-431ag. Troubleshooting was performed. The sensor glucose value was 104 mg/dl, while the blood glucose value was 52 mg/dl, resulting in a difference of 52 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1884, mmt-342g, mmt-7040ma, mmt-431ag.